Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04883. (B)(6) clinical study. It was reported that the subject died. In (B)(6) 2013 the subject presented with myocardial infarction. Abnormal stress test or imaging stress test showed elevated biomarkers which indicated ischemia prior to procedure, and the subject was referred for cardiac catheterization. Target lesion #1 was in the mid left anterior descending artery (lad) with 70% stenosis and was 24 mm long with a reference vessel diameter of 3.5 mm. Target lesion #1 was treated with pre-dilatation, placement of 3.00 x 28 mm study stent. Following post-dilatation, the residual stenosis was 0%. The subject was discharged on dual antiplatelet therapy. In (B)(6) 2013, the patient presented with non st elevation myocardial infarction and 2.25 x 18 mm promus element¿ plus stent was implanted in the distal left circumflex artery. In (B)(6) 2018, the subject died of unknown cause.

Manufacturer narrative:
Death date corrected from 10-may-2018 to (B)(6) 2017. (B)(4).

Event description:
It was further reported that the death certificate was received and the patient died in (B)(6) 2017 rather than in (B)(6) 2018 as was previously reported. Per the death certificate, the cause of death is ¿cardiopulmonary arrest¿ and an autopsy was not performed.

Manufacturer narrative:
Describe event or problem and patient codes: updated. (B)(4).

Event description:
It was further reported that possible stent thrombosis occurred.